Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurological stimulator recharger (insr) had a blank screen and was not charging when plugged into an ac power source. The connector pin was loose or broken, and the patient reported the connection could be tighter. The cord was also reported to be frayed at the end that plugs into the insr. The patient received the replacement desktop charger but the insr screen remained blank and there was no beeping. It was noted that the patient's wife thought the issue was caused by the black cord pulling away and showing the wires. The patient also started to experience a return of symptoms including rigidity, tremors, and he wasn't able to help himself up; the patient's wife reported it was almost like his left side was paralyzed. The patient also fell and had a hard time getting back up; the patient's wife reported he was not responsive such that it was almost like he was unconscious. The patient started to recover about an hour and a half later following the realization that he did not take his medication. Follow-up revealed that the replacement device resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.